Event description:
It was reported that the lead was removed and replaced due to impedance increase, high/varying impedance, oversensing, and noise on the lead. A lead fracture was suspected. No patient complications were reported as a result of this event, and the patient's status was reported to be well following the replacement procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed. Other: it was reported that the lead was removed and replaced due to impedance increase, high/varying impedance, oversensing, and noise on the lead. A lead fracture was suspected. No patient complications were reported as a result of this event, and the patient's status was reported to be well following the replacement procedure. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event, impedance, high, interference, lead(s), fracture of, oversensing.